Event description:
It was reported that a remote monitoring transmission revealed a right atrial lead warning was triggered two months prior for atrial lead position. The triggering of the lead warning was communicated to the physician and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2005. (B)(4).